Event description:
Additional information received indicates the patient's system was explanted. Surgeon related the pain at the lead site to cardiac issues.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
The report of recurrent pain at the lead insertion site was not confirmed. Analysis of the paddle lead did not identify any anomalies that would have contributed to the allegation. The report stated that the removal of the device was the surgeon¿s choice due to unrelated cardiac issues. When asked if the patient¿s pain resolved at the lead site the surgeon related all to the cardiac.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing pain at the lead site. Surgical intervention may take place at a later date.